Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image issue was resolved via the customer troubleshooting over the phone with the olympus technical assistance center (tac). The customer reseated a cable and resolved the no image issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected to be returned for evaluation. In speaking with olympus technical assistance center (tac) via phone, the customer stated that he already tried another maj-1430 cable and got the same issue. Customer was advised to take this scope and the same maj-1430 cable to another tower, connect it up and observe the result. If it works on the other unit, then the issue is with the cv-190; otherwise it could be the scope or the maj-1430 cable. Customer tried and tested the scope and maj-1430 on another tower and got an image. The malfunction was resolved after reseating a cable. There was no delay and there was no patient harm associated with the event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus that the bronchofiber videsocope was not getting an image with the scope. The event was found during preparation for use. The procedure was completed with the same device.